Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000 serial number (B)(4) generated erratic b-hcg patient results on (B)(6) 2009. There was no adverse impact to patient management due to the erratic b-hcg patient results. Service was requested. The fsr replaced and calibrated the sample probe. The fsr found bubbles in the buffer line, and the r1 pipettor 3600 test was not satisfactory. The fsr replaced the 6 wash zone probes and the buffer sensor. The fsr replaced the sensor antennas. The fsr tightened the buffer sensor tubing, and calibrated the r1 probe. The fsr performed verification testing and a precision run to verify the instrument performance after service. The fsr noted the i2000 was working according to expected specifications when service was completed. The architect system operations manual (revision 96211-103 section 10) was found to contain adequate information to resolve erratic results issues. The manual lists multiple probable causes and corrective actions for erratic results including dirty, damaged or misaligned probe and hardware failure. The total b-hcg package insert (B)(4) was reviewed and was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes under sample collection and preparation for analysis it is important to follow the routine maintenance procedures defined in the architect system operations manual for optimal analyzer performance. A cats service history review found no additional incidents of architect i2000 serial number (B)(4) generating erratic results have been documented since the fsr serviced the analyzer. The current rate for architect i2000 erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The fsr noted the most probable cause of the erratic b-hcg patient results was bubbles in the buffer line. Malfunctioning probes may also have contributed to the erratic results issue. The actual cause of the suspect b-hcg patient results could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the architect i2000 analyzer list no. 01g17-02 related to the issue under investigation. This is the final report.

Event description:
The account stated that the architect i2000 analyzer has generated discrepant results on 2 patient samples. In 2009, the initial result for patient #2 was 80 ui/l. The same sample was tested at about 11 days later, and the results were <2 ui/l. There was no impact to patient management reported.